Event description:
It was reported that this valve was explanted after approximately 6 yrs due to calcification and early dysfunction. No further information available.

Manufacturer narrative:
Device not returned.